Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Two potential lot numbers provided, but customer does not know which one had the reported issue: 4212433 or 4242251.

Event description:
It was reported that bd nexiva single port tubing separated from hub. The following information was provided by the initial reporter: bd nexia closed IV catheter system-single port, 22 gauge IV needle. # 383512. The tubing off to the side disconnected from the main IV and was not able to be reconnected. Unsure which lot number due to having 2 packages open. Either lot # 4242251, exp date 08/31/2027 or 4212433, exp date 07/31/2027. Event: "IV was started, the small tube on the side of the IV fell off. The IV had to be removed and restarted. Unsure which lot number due to having 2 different IV open since this was the second IV stick. Lot numbers: 4212433 or 4242251. Patient was then stuck 2 additional times to obtain IV access. 27 jan 2025 there was no harm to a healthcare professional or the patient. The lot number was either 4212433 or 4242251. I had 2 different IV packages open, so I am unsure which lot number it was for certain. I do not have any pictures of the product because it was contaminated with blood.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot numbers 4242251 & 4212433. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, customer has not confirmed actual the lot #. Based on follow up attempt were made to confirm the reported lot number which were unsuccessful. Based on the information provided we did perform a DHR for both lot #provided which corresponds to material 383512, an exact cause for this incident could not be identified.

Event description:
No additional information.